Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
It was reported that the fiber was broken as soon as it was opened, and it was never used on a procedure. No other information was provided.